Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic nephrectomy procedure, while the device was being applied off kidney gate, the stapler was able to fire but the staples did not form "b" shape. Instead, the staple legs were straight upright on the reload. The broken blood vessel was clipped to resolve the issue and complete the case. There was no patient injury.